Event description:
Caller reported a cracked and shattered touchscreen on the pump, which became damaged while playing a sport. The screen underneath the protector was damaged, rendering the touchscreen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, which was under warranty, and advised the caller that the replacement would include updated software. They confirmed the shipping address and instructed the caller on how to return the defective pump to their service. The caller was informed that they need to program their settings and connect their cgm to the replacement pump upon its arrival. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.